Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. The root cause for the loose connector shell was a manufacturing issue. Further investigation and assessment is covered under a CAPA in our quality system.

Event description:
It was reported that the motor device idd not work as it usually did. During in-house engineering evaluation, it was determined that the failed visual inspection due to illegible label and a damaged hose. The device also failed pretests for visual assessment, break out box motor assessment, attachment assessment, cutter assessment, directional control assessment, rotational speed assessment, temperature verification, air pump assessment and connector loctite assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: during investigation it was also noted that the adhesive joint from the connector shell had come loose which was covered under the CAPA in our quality system. In addition, it was found that the hose was damaged. Furthermore, it was found that the locking mechanism was not moving smoothly. Due to the found failures not all test steps could not be performed. The temperature measurement was aborted after three minutes due to a very sharp rise in temperature.